Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device meets specification: no. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while trying to change reservoir. The customer declined to provide their blood glucose level at the time of the incident. The customer stated that they wanted to use a new insulin pump that they had and the troubleshooting was not fully performed. There was no indication of the issue being resolved during the call. The insulin pump will not be returned for analysis.